Event description:
It was reported when using the bd syringe¿ luer slip with needle there was scale marking permanency. The following information was provided by the initial reporter. The customer stated: "when opening the package, he found there was something wrong with the needle cylinder scale printing."

Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, the team observed barrel scale marking rub off due to barrel damage. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel damage could have occurred at the assembly machine. At the syringe assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of barrel damaged could be due to the defect sample not being kicked-out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel was stuck at the assembly dial. A new air-jet has been fabricated and installed to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. Communication with the production technicians to raise awareness on the reported defects will occur.